Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced syncope. They were seen in the emergency department and the associated device was interrogated. Pacing threshold measurements were 1.4v @0.4ms but loss of capture (loc) was noted on the electrogram (egm). A threshold test was completed and at the end of the test, three beats were captured followed by 10-12 beats with no capture. The device site was palpated and no noise was noted. It was reported the patient had been in a car accident 2-3 weeks prior. An echocardiogram was completed and the lead appeared "more mobile than anticipated". A chest x-ray was also completed and no evidence of gross lead dislodgment was noted. A revision procedure was planned to replace the device and attempt to extract this rv lead. Both products were explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix is extended. Dried body fluid and tissue were noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Corrected fields: b5. Describe event or problem.

Event description:
It was reported that this patient was interrogated for a syncope. The right ventricular (rv) lead exhibited loss of capture (loc) on electrogram (egm). X-rays were performed; lead was beardly dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix is extended. Dried body fluid and tissue were noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this patient was interrogated for a syncope. The right ventricular (rv) lead exhibited loss of capture (loc) on electrogram (egm). X-rays were performed; lead was beardly dislodged. The lead was explanted and replaced. No adverse patient effects were reported.